Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event(s) following icl implantation. H6: health effect clinical code 4581: urrets-zavalia syndrome h6: investigation type 4110: a lens work order search was performed. No additional similar complaint type events within associated lots were found. Claim: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault and the lens was explanted. Urrets-zavalia syndrome was reported post explantation. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.